Event description:
The hospital reported that within the last 3 weeks during multiple endoscopic vein harvesting procedures, ten short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. Replacement units were used to complete the procedures. The hospital did not report any pt complications. It is unk how many cases or dates the events occurred, therefore, all ten failures are captured under this one case. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).